Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) greater than 600 mg/dl with large ketones and extreme drowsiness/difficulty waking up/confusion, polyuria, polydipsia. Patient did give an injection insulin to excess, and bg fell to 21 mg/dl: reportedly was unconscious last night. Troubleshooting by customer support found no disease management issues or any potential causes of perceived inaccurate delivery. Basal and bolus histories were found to be as expected. The patient was advised to discontinue pump use, but refused to return the pump. Trouble shooting with customer technical support did not reveal any delivery issues, but this complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.